Event description:
It was reported that during a follow-up, an episode of svt that was diagnosed as vt and atp was delivered. It was indicated both morphology and sudden onset suggested vt. However, the morphology template was updated and the patient will be monitored. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.